Event description:
While performing a procedure to the left superficial femoral artery (sfa), the physician attempted to deploy the second stent to the target lesion, however, the second stent was noticed to be longer than 10cm. The approximate length was 11cm. Therefore, the second stent was removed, and a shorter stent (smart control, c06080s) was deployed instead. The length of the first stent was also found to be 11cm when checked by x ray. Two 10cm smart control (c06100m/13254452 & c06100s/13221738) stents were to be deployed into a 20cm length lesion. After the first stent (smart control, c06100m/13234452) was deployed in the left superficial femoral artery (sfa), the second stent (actual product: c06100s/13221738) was advanced to the lesion. The vessel had moderate calcification, mild tortuousity and 80 - 100% stenosis. The product was clinically used without any adverse consequence to the patient (male, age: unk). The second stent, which was not deployed, will be returned to your side.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report number 9616099-2007-02249 and 9616099-2007-02250. This product is available for analysis as stated in section h3. Add'l info will be provided within 30 days of receipt.